Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 20-nov-2017. The most recent information was received on 16-jan-2018. This spontaneous case was reported by a gynecologist and describes the occurrence of medical device removal ("device removal") in a (B)(6) year-old female patient who had essure (batch no. 626802) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included premenopause, transobturator tape sling (trans obturator tape (tot) procedure for stress urinary incontinence), gastritis and stress urinary incontinence. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced arthralgia ("articular pain"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced respiratory disorder ("respiratory syndrome"). The patient was treated with surgery (essure was removed via hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and respiratory disorder outcome was unknown and the arthralgia had not resolved. The reporter provided no causality assessment for medical device removal and respiratory disorder with essure. The reporter considered arthralgia to be unrelated to essure. The reporter commented: following the removal of essure, no improvement was observed regarding articular pain but the contrary. Postoperative course was unremarkable. Articular pain was a priori not related to essure as it did not resolve. Essure system was not kept as it was sent with the uterus and the tubes for pathological anatomy examination. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Gynaecological examination - on (B)(6) 2018: normal except for vaginitis. Ultrasound pelvis - on (B)(6) 2018: showed no effusion and no pelvic mass. Conclusion of pathological anatomy examination: diffuse myometrial hypertrophy and endometrial mucosa with glandulocystic characteristic. Common chronic endo-exocervicitis. Left and right tubes were normal from a histological stand point. Absence of suspected structure of malignancy. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 741 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the gynecologist, other health professional or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 16-jan-2018: outcome of event articular pain (not recovered); reporter¿s causality assessment (not related). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of medical device removal ("device removal") in a (B)(6) female patient who had essure (batch no. 626802) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included premenopause, transobturator tape sling (trans obturator tape (tot) procedure for stress urinary incontinence), gastritis and stress urinary incontinence. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced arthralgia ("articular pain"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced respiratory disorder ("respiratory syndrome"). The patient was treated with surgery (on (B)(6) 2017 essure was removed via hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, arthralgia and respiratory disorder outcome was unknown. The reporter provided no causality assessment for arthralgia, medical device removal and respiratory disorder with essure. The reporter commented: following patient's request, essure was removed on (B)(6) 2017 due to adverse events via hysterectomy and bilateral salpingectomy. Essure system was not kept as it was sent with the uterus and the tubes for pathological anatomy examination. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 702 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the gynecologist, other health professional or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 15-dec-2017: quality safety evaluation of ptc. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a gynecologist and describes the occurrence of medical device removal ("device removal") in a (B)(6) -year-old female patient who had essure (batch no. 626802) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included premenopause, transobturator tape sling (trans obturator tape (tot) procedure for stress urinary incontinence), gastritis and stress urinary incontinence. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced arthralgia ("articular pain"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and respiratory disorder ("respiratory syndrome"). The patient was treated with surgery (on (B)(6) 2017 essure was removed via hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, arthralgia and respiratory disorder outcome was unknown. The reporter provided no causality assessment for arthralgia, medical device removal and respiratory disorder with essure. The reporter commented: following patient's request, essure was removed on (B)(6) 2017 due to adverse events via hysterectomy and bilateral salpingectomy. Essure system was not kept as it was sent with the uterus and the tubes for pathological anatomy examination. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 661 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the gynecologist is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.